Event description:
Per the clinic, the patient experienced an infection and extrusion of device. It was also reported that the patient had performance decrement. The device was explanted on (B)(6) 2024, and re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient was sedated (type of anaesthesia not reported) during skin revision surgery on (B)(6) 2024.

Manufacturer narrative:
Per the clinic, the patient experienced swelling at the implant site and subsequently a purulent bloody secretion emerged and was observed at the same site on (B)(6) 2024. The patient also developed wound dehiscence at the implant site and the wound edges appeared indurated and reddened. Subsequently, the patient was hospitalized (date not reported) and treated with IV antibiotics for eight days starting on (B)(6) 2024 until (B)(6) 2024 and then the patient was administered with oral antibiotics (specific date and duration not reported). The patient also underwent a skin revision surgery on (B)(6) 2024, in order to remove the defect and then closed with subcutaneous and skin sutures. However, there was a recurrence of wound infection and wound dehiscence at the implant site, exposing the receiver/stimulator for the second time. The skin edges of the wound also became granulated and inflamed. Subsequently, the patient was hospitalized for the second time (date not reported) for treatment with IV antibiotics (specific date and duration not reported). On (B)(6) 2024, the patient underwent a wound revision surgery in order to remove the granulation tissue and close the wound layer by layer using repeated skin mobilization and rotation. The device was also explanted and the patient was re-implanted with another cochlear device at a different site within the same surgery. Device analysis report attached.